Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer opened the back panel; it was observed that the latch sensor had slipped out of its designated position. The catch was removed, and the plastic sensor holder was carefully pinched to ensure a firmer grip on the sensor. Once secured, the sensor slid back into place to resolve the issue. The fse pulled on the sensor to verify it was securely in place and recovered the drawer after returning to the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer and all pockets were failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.